Manufacturer narrative:
(B)(4). The actual sample was not returned; however, the customer sent two representative samples for evaluation. The kits were opened and the sheath and dilator from each kit were visually inspected. No issues were found. The opening of sheath valve where the dilator locks in place was measured and was within specification for both samples. The portion of the dilator that locks into the sheath valve was measured and found to be out of specification for both samples. The dilators would not snap into the sheath hubs and required little force to be removed. A device history record (DHR) review was performed and no relevant findings were identified. The customer reported issue of the dilator and sheath not locking together was confirmed during the complaint investigation. Two representative sample kits were returned. The dilator and sheath from both kits were found to not lock together and the dilators were measured to be out of tolerance. The probable cause of this issue is manufacturing related and a non-conformance request has been generated to further investigate this issue.

Event description:
The customer reports a problematic adjustment/fit of the dilator inside the sheath and as a result the compression of the sheath caused a delay to the procedure and made the insertion of the temporary pacemaker difficult and time consuming.

Manufacturer narrative:
(B)(4)

Event description:
The customer reports a problematic adjustment/fit of the dilator inside the sheath and as a result the compression of the sheath caused a delay to the procedure and made the insertion of the temporary pacemaker difficult and time consuming.